Manufacturer narrative:
The customer reported that their central nurse's station (cns) shutdown, and when they attempted to re-boot the cns, it was stuck on the splash page. No harm or injury was reported.

Event description:
The customer reported that their central nurse's station (cns) shutdown, and when they attempted to re-boot the cns, it was stuck on the splash page. No harm or injury was reported.